Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for hemorrhoidal banding in the anus of a male pt on (B)(6) 2009. According to the complainant, during the procedure, the trip wire broke when trying to deploy the first band. The procedure was completed with another speedband superview super 7 multiple band ligator device. There were no pt complications report as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. However, a failure analysis has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).